Event description:
It was reported the pt presented with acute heart failure. Echo revealed the valve was stenotic with an elevated gradient. The valve was explanted and replaced with a 23 mm mechanical valve from another manufacturer. During the explant procedure, it was observed the cusps were not moving due to pannus in each cusp.